Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that despite delivering boluses, the patient's blood glucose levels reached between 350 mg/dl and 360 mg/dl mg/dl while wearing the pod between 24 and 36 hours. Patient reported the pod was not as secure as usual on the bottom. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, manual injections of insulin were delivered.